Event description:
It was reported that the right ventricular (rv) lead indicated loss of capture. X-ray showed the rv lead dislodged. Decision was made to place new lead as opposed to reposition due to tissue in helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was stretched, the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.